Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse removed the sample nozzle assembly and flushed it with hot water. He checked the impasse voltage number and made adjustments to the sense board. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 08-august-2016 through 08-september-2017. There was one similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 7-1: list of error messages is as follows: no.: 4017 error message: spec.sy clog detected description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The aia-360 operator's manual under section 7-2: list of flags is as follows: flag: sc meaning: nozzle clogged action: do not assay cal.: reject result: incomplete the most probable cause for 4017 spec sy clog detected and sc flags was the impasse adjustment.

Event description:
On (B)(6) 2017, a customer reported error 4017 spec sy clog detected and sc flags on the aia-360 instrument. The customer noted that the errors occurred while running controls. The tosoh sample cup was half full and not cold. The customer checked to ensure the carousel was placed correctly. She ran an all set home with no errors. The customer also primed the wash sample nozzle with no error however when the controls were repeated the error s 4017 and sc flags persisted. The customer is unable to run patient samples on ipth kidney markers. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.